Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - 4581 appropriate term / code not available h6 health effect - clinical code - e2304 chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing freezing sensations and dizziness. Upon checking her cgm, the device displayed "low," which she stated was consistent with her symptoms. The patient was unable to perform a fingerstick blood glucose (fsbg) test at that time because she did not have test strips available; therefore, no confirmatory blood glucose value was obtained. As her condition worsened and she became very weak, emergency medical services (ems) were contacted, and she was transported by ambulance to the emergency department (ed). During transport, medical personnel performed an fsbg measurement; however, the patient was unaware of the result. The patient also could not recall any blood glucose readings obtained upon arrival at the ed. The patient received IV insulin for treatment. She was hospitalized for more than two days and was informed that she had been diagnosed with diabetic ketoacidosis (dka). The patient did not provide additional details regarding her hospital treatment. Although comparison values were reported, the patient alleged the cgm was reading inaccurately low. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.